Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
In a journal of arthroplasty article, outcomes of newer generation cementless total knee arthroplasty: beaded periapatite-coated vs. Highly porous titanium-coated implants, patients are divided into 2 groups. Periapatite-coated (pa), consisting of a pa coated femur and cocr tibia with an asymmetric patellar component, and tritanium, consisting of a pa coated femur with a triathlon tritanium baseplate and asymmetric patella. The following complications are noted: for pa knees: one triathlon pa knee for non-displaced linear fracture, no treatment reported.